Event description:
It was reported that the sterile packaging seal was incomplete and contaminated. The target lesion was located in the peripheral artery. A jetstream? Xc catheter was chosen for an angiogram procedure in the lower extremity to treat peripheral artery disease (pad) inside of the patient. During preparation prior to the procedure, it was noted that the inner packaging of the device was not fully sealed and contaminated; however, there was no foreign material located in the packaging. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.